Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose level. The customer's blood glucose level was 400 mg/dl. The customer was treated with bolus. The customer blood glucose was 106 mg/dl. The customer declined troubleshoot for blood glucose level. The customer was advised to monitor pump as it may take up to 5 hours for this process to complete. The customer was advised to monitor pump and call back as needed. The insulin pump will not be returned for analysis.